Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an insulin flow blocked alarm. Troubleshooting was performed. The customer was advised to perform a 5.0 units fill cannula. The customer stated that the insulin did not exit and the insulin pump alarmed an insulin flow blocked. The customer was advised to remove the reservoir and rewind the insulin pump. The customer was advised to push the insulin slowly through the tubing. The customer reported that the insulin did not exit with plunger push. The customer was explained that the alarm was caused by infusion and reservoir connection. They were advised to replace the infusion and reservoir. The customer¿s blood glucose level was 360 mg/dl. The device will not be returned for analysis.